Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient controller displayed 'replace generator soon' message. Surgical intervention is undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.